Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that loss of capture, high pace impedance measurements, as well as an atrial lead fracture was reported when it comes to this right atrial (ra) lead. The ra lead was programmed off as a result. No adverse patient effects were reported.